Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the legacy full height drawer 6 that was triple clicking and not opening due to rails being damaged. The field service engineer was able to resolve the issue by replacing rails and latch sensor. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a door not functioning properly. The customer stated that they retrieved the required medications from other available stations and there was a delay in patient care. There were no adverse events or injuries reported based on this event.